Event description:
It was reported that during procedure, the patient's right ventricular (rv) lead had failure to capture/sense and failure to extend helix. The rv leads was not used and replaced. The patient was stable throughout procedure.